Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, it was found that the sensor failed functional testing due to an open on the green conductor, along the length of the cable. When tested a ¿sensor off patient" error message was displayed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., corrected data:

Event description:
The customer reported a loose and defective connection with the cable with no alarm. No consequences or impact to patient were reported.